Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015 - device evaluation:the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: on investigation, the alleged segments missing issue was not duplicated. The pump powered up to the verify screen without any missing segments. The auditory and vibratory features were operational. All the buttons responded properly. Unrelated to the complaint, the display was dim with reddish text. The battery compartment was cracked from the top to the grip pad.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a display (segments missing) issue. Allegedly, there was blank area on the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.